Event description:
It was reported that approximately 85 months after a left knee replacement procedure, the patient underwent a revision procedure to address broken internal left knee prosthesis with mechanical loosening of internal left knee prosthesis and periprosthetic osteolysis of internal left knee prosthesis with periprosthetic fracture of femur with massive tibial and femoral osteolysis, and significant synovitis. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant products: 4047530 - 02-010-03-0240 - logic cr femoral cem, left, sz 4. 4516529 - 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. 4532858 - 200-02-32 - three peg patella 32mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
1038671-2024-03179. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, femoral bone fracture, or due to inclusion of the polyethylene in the packaging recall. The reported patient factors may have contributed to the revision; however, this cannot be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.